Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime or seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement and self test. Device received pump error 25 and charge or battery lasts less than expected in formatted history and power management graph, problem isolated to electronic assemblies as per global logic analysis. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to complete rewind the insulin pump. Customer stated that notification light stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.